Event description:
Please refer to the initial report.

Manufacturer narrative:
The logfile and the device tests built the basis for the investigation. The device check, including the alarm functionality, passed and the device was run in an endurance test for 24h without any problems. Also the logfile did not contain failures at the time of event. It was not possible to reproduce the described issue. In case that no inspiration flow is delivered and airway pressure is zero at least one of the following alarms are given (depending on alarm limits): "mv low", "apnoea" or "paw low". In case of a technical problem the device would alarm visually and acoustically. In this case an alternative independent ventilation device has to be used instantly, as described in the IFU. The customer report of missing alarms could not be confirmed. Based on the available information, finding a specific root cause for the reported event was not possible. A technical failure was not found.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
Oxylog connected to oxygen bottle, then device stopped ventilating patient. Checked oxygen bottle valve, that was open. Oxygen hose connected back to pipeline supply, and then device started ventilating again. Started transportation to the elevator, oxylog was connected to oxygen bottle and bottle valve open. When moved into elevator, device stopped ventilation again, about next 15 seconds. When shaking device, it started to ventilate again. Device did not give any kind of alarms. No injury reported.